Event description:
During the procedure, there was no display from the two monitors and the case was cancelled.

Manufacturer narrative:
One claris display workstation was received for evaluation. Visual internal inspection revealed ingress of foreign material (fm). This internal fm is coating all internal boards and appeared to be tacky/sticky in nature from an undetermined event or environment. The computer would not power up or process to the power-on-self-test (post). The dws was returned without the hard drives. Replacement of all internal boards still will not alleviate this symptom which confirms the reported event is isolated to the main motherboard. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to the motherboard.